Manufacturer narrative:
Additional manufacturer narrative: 1020379-2017-00018 is associated with argus case lt2017gsk013078, corega tabs. Corega tabs are marketed as polident tablets in the us.

Event description:
Patient who orally administered corega dentures tablets [accidental device ingestion] an unpleasant taste in the mouth [product taste abnormal]. Case description: this case was reported by a physician via interactive digital media and described the occurrence of accidental device ingestion in a patient who received denture cleanser (corega tabs) unknown for drug use for unknown indication. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and product taste abnormal. On an unknown date, the outcome of the accidental device ingestion and product taste abnormal were unknown. It was unknown if the reporter considered the accidental device ingestion and product taste abnormal to be related to corega tabs. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information the patient orally administered corega dentures tablets. However, as toxicology expert was involved and required information on product ingredients, it was assumed that adverse event was involved. It seems the dose used was very small and the only complaint at the time was of an unpleasant taste in the mouth.